Event description:
A customer reported via a webform that the adc device detached prematurely, after swimming. The customer reported that due to this issue, they experienced an adverse event in which they required third-party treatment of juice, sugar, and/or food by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely, after swimming. The customer reported that due to this issue, they experienced an adverse event in which they required third-party treatment of juice, sugar, and/or food by a non-healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.